Event description:
Additional information was received that product analysis was completed on the generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
Information was received that the patient was having absence type seizures. There were no other causal or contributory changes were noted which preceded the seizures. No further information was provided.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Product information is planned but has not been completed to date.

Event description:
It was initially reported that the patient was having an increase in seizures, unknown if above or below baseline. It is unknown of the increase in seizures are related to vns. The patient's generator was reported to not be at end of service. The patient had a generator replacement and based on information on the implant card the generator was replaced due battery depletion with the near end of service = yes. Good faith attempts for additional information have been unsuccessful to date. Good faith attempts for product return are in progress.

Manufacturer narrative:
Describe event or problem, corrected data: the follow-up report #1 inadvertently did not include additional information that was reported to the manufacturer that was relevant to the increase in seizures.